Event description:
It was reported that all the parameters were normal for the leads when implanted and also after one year. At the regular visit in 2009, the impedances were higher and it was found via xray that both the leads had fractured. The leads were explanted and not replaced as the patient had recovered from "the disease" and no longer needed the device system. The patient had no complications related to the event, and the patient's outcome was noted to be okay.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: distal conductor fractured. Proximal segment returned and analyzed.